Manufacturer narrative:
The following products were used in the surgery: (product ID: unknown lateral retractor, qty: 2); (product ID: unknown fixation system, qty: 2); (product ID: unknown tissue, qty: 2); (product ID: unknown, qty: 1) and (product ID: unknown implant, qty: 1). Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with neurogenic claudication and underwent direct lateral interbody fusion at l3/4, l4/5. Postop, the patient experienced back, flank pain at the operative site.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
The adverse event has now been reported to have terminated/resolved.